Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections and insulin pen for insulin therapy.